Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch form was received indicating that a focal abrasion was noted on the lens optics following implantation in the eye. The intraocular lens was exchanged with an alternate iol during the initial procedure. There was no patient harm reported. Additional information has been requested however, further information is not available for this report.